Manufacturer narrative:
E. Initial reporter - the spelling of the doctor's last name was updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225r. H3, h6: additional servicing was completed in the field by a medtronic representative. The stand-alone board was also replaced. The system was functioning as designed. Previously reported codes b01, c02, and d02 are applicable. G04060 is applicable for the stand-alone board/generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000225r, serial/lot #: (B)(6); the power control board assembly (pcba) was returned to the manufacturer for evaluation. After visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the pcba was defective and had electrical failure as one of the components was electrically over stressed. Codes: b01, c02, d02 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, the system was serviced in the field by a medtronic representative. The power supply unit (ps1) was replaced. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a t11-l3 case, the system was stuck in initializing. The manufacturer representative (rep) reported green checkmarks for ready and communication, but the green checkmark never appeared for the radiation. They tried to reboot the system, which did not resolve the issue. They tried to disconnect and reconnect the umbilical cable, which did not resolve the issue. They used computer tomography (CT) to fluoroscopy (fluoro) to continue the surgery. This issue caused no surgical delay. There was no reported impact on patient outcome.

Manufacturer narrative:
Section a: patient weight updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.